Event description:
Pump reported to be set up at 20 ml/hr with a 500 ml bag of heparin. Partial thromboplastin time level was taken and was above 300. The pump was stopped and discontinued for 1 hour. The pump was reset at a lower rate. The partial thromboplastin time level was redrawn and was above 300. The night shift noticed that the volume in the bag was lower than it was expected. This was approximately 12 hours after the start of the infusion. The pt was monitored. The pump was swapped out and therapy was continued. No pt injury resulted.